Manufacturer narrative:
Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration (svd) that may ultimately result in significant regurgitation requiring replacement of the valve. Leaflet tears resulting from manufacturing/packaging non-conformances also have the potential to result in valvular dysfunction if not detected prior to implant. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 23mm aortic valve was explanted and replaced with a non-edwards device after an implant duration of 1 year, 2 months due to holes on the leaflets.

Event description:
It was reported that a 23mm aortic valve was explanted and replaced with a non-edwards device after an implant duration of 1 year, 2 months due to perforations and fenestrations on the leaflets and severe regurgitation. The patient presented with pulmonary htn. The patient was discharged to a local hotel in stable condition on pod #7.

Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. H3: product evaluation: customer report of leaflet holes was confirmed. As received, all three leaflets had perforations that were beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. Leaflets 1 and 2 both had 2 holes and leaflet 3 had one hole. Suture holes were visible on the sewing ring around the valve. Serrated mechanical damage marks were also observed on the outflow surfaces of leaflets 1 and 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 1 at the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Wireform was exposed on commissure 1.

Event description:
It was reported that a 23mm aortic valve was explanted and replaced with a non-edwards device after an implant duration of 1 year, 2 months due to holes on the leaflets and severe regurgitation. The patient was discharged to a local hotel in stable condition on pod #7. Per medical records the patient underwent redo-avr and mvr. Per product evaluation the leaflet damages were due to suture tail abrasion.